Manufacturer narrative:
G4: 510k #: k130520. Visual inspection of the actual sample upon receipt no anomaly such as a breakage was found. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. · [bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg; · [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%; · [o2 transfer volume] @6l/min: 375ml/min., @4l/min: 268ml/min; · [co2 removal volume] @6l/min: 319ml/min., @4l/min: 236ml/min. The color of venous and arterial blood was confirmed while performing the gas transfer performance test. It was confirmed that arterial blood was bright red. Pump records were not available. The manufacturing record and the shipping inspection record of the actual sample found no anatomy. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. Since no anomaly was found in the actual sample, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements.". "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that two (2) minutes after cpb started, the blood was found to be a little dark. The gas supply and tubing connection of the oxygenator were checked and found nothing abnormal. They changed to another brand's oxygenator and the situation became normal. No health hazard attributable to the event was reported. The procedure outcome was not reported. The patient was not harmed. There was no patient injury or medical/surgical intervention required. The patient was not harmed. The event occurred intra-operative.